Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred and o2 calibration failed (corroded fio2 sensor cable & pca terminal). There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.